Event description:
It was reported that particulate matter was observed inside of a vial while using a vial-mate adapter during reconstitution of sodium chloride. The reported stated "it appeared that there was a piece of grey particulate matter in the sugar vial that I used after I activated the vial-mate and filled the sugar vial half way with fluid." This event was reported to have occurred during a demonstration. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4): the lot gr13j07034 was manufactured between the dates 11/01/13 and 11/05/13.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.